Event description:
The device was received for service. During service testing, fail code 403:317:864:0000 was found. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on (B)(4) 2007. Evaluation summary: the device evaluation was completed and failure code 403 confirmed due to depleted main batteries causing very low voltage. Service replaced the main batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA, mdq-CAPA-91. 6000001-3/15/05-007-c, 6000001-7/20/05-015-c.